Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of broken haptic; however, the photo attached to the parent file was reviewed by the manufacturing site. Photo shows two broken haptics which confirms the reported issue. How and when the haptics were broken could not be confirmed. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implantation, the iol haptic was broken. First the clinic suspected that the damage might be due to company injector and ordered new ones but thought it could also be the cartridge or a combination of them. The lens was removed and replaced with a backup lens in an initial procedure. There was no harm to the patient, only the operation time was prolonged. There are three medical device reports associated with this report. This is 1 of 3. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).